Event description:
It was reported that "pt initial surgery 2007. Bent ss rods and broke crosslink. Revised in 2008. Cut rods and put domino's on. Had great difficulty getting them on. Tolerance too tight on implant. The following month, pt rolled over in bed and heard a "pop." Films showed that she pulled out of domino. Three days later, dr put another domino on failed side (2 total on that side) locked down rod w/new blockers, replaced 50mm crosslink and closed."

Manufacturer narrative:
Additional info and x-rays have been requested. If made available, the engineering eval and medical opinion will be reported in a supplemental.